Event description:
Spontaneous call from pt¿s father. Pt¿s pump alarmed with no disposable alert. Father says that same alert happens with the same particular pump. Father verified that the cassette has been attached properly each time. Alert did occur when pt was using device. Pt did not experience any adverse effect due to pump malfunction. Pt was sent replacement pump. Sn of malfunction pump (B)(4). Due for maintenance (B)(6) 2019. No other information known. Pt has a functional back up pump. Reported to (B)(6) by: patient/caregiver. Strength: 2.5mg/ml. Dose or amount frequency route: 45ng/kg/min continuous i.v. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.